Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got critical pump error was displayed on screen. The customer¿s blood glucose level was 183mg/dl at the time of incident .troubleshooting was performed. The product will return for the analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error alarm and pump error 35 alarm due to the force sensor flex cable incompletely plugged in. Unable to perform the self test, displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement and active current measurement test due to critical pump error alarm.